Event description:
It was reported that a revision surgery was performed approximately three months post-op due to the implants pulling out. According to the reporter the patient received a shoulder procedure in ¿probably (B) (6) 2009¿. Three months post-op the lateral row of implants pulled out; ¿probably due to too soft of bone¿. A revision surgery was performed in ¿probably (B) (6) 2010¿. The surgeon retrieved the two screws and replaced them with two 6.5mm titanium anchors. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Two bio-swivelock screws were returned. Visual evaluation revealed that the implants show signs of degrading as the bio-material has turned an opaque white and the surface has a dimpled appearance. Material analysis testing confirmed plla material. IV testing found the screws to be within range of implants following a typical degradation profile. A lot number was requested but not provided; therefore, a device history record review could not be performed. Based on the information provided, as reported, the most likely cause of this event is due to insufficient bone quality (too soft of patient bone). The product direction for use (dfu-0163) contraindicates: "insufficient quantities or quality of bone. Note: the effectiveness of the device is directly related to the quality of bone into which it is inserted." The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.